Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Per photographic evaluation: upon visual inspection of the pictures, it appears the dextrus device to be torn. In the other photo the packaging boxes are shown. No definitive conclusion could be reached as to the origin of the damage as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Device breakage. During the unknown surgery, before used on the patient, opened the packing, found the seal was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. Our customer suspect if the seal was sticky to the plastic packing results the seal broken.

Manufacturer narrative:
(B)(4). Batch # p9299e device analysis: the analysis results found that the hap02 device was received with the iris seal torn. In addition, the tyvek was returned along with the instrument. The initiation site appeared to be adjacent to the o-ring and migrated approximately 270º around on the upper inner seal ring, and then it propagated toward the lower seal ring. However, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.